Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. This lead was severed from the terminal pin and only this segment was returned, no distal end. Set screw marks were noted as well as cuts and puncture holes seen in the insulation possibly due to handling. Blood/body fluids noted in the lumens. The allegation could not be confirmed by analysis. The lead segment passed the continuity testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. This lead was partially abandoned due to this was severed. No additional adverse patient effects were reported.